Event description:
The customer reported that the angle adjustment of the subject device worked, but the angle adjustment control knob was too stiff. The issue was observed when preparing the device for use. The unspecified intended procedure was completed using a similar device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service observed there was foreign material coming out of the channel. This report is being submitted for the malfunction found by service during the device evaluation [foreign material].

Manufacturer narrative:
During inspection and testing of the returned device, service confirmed the customer¿s reported angle control knob issue and found the angulation did not meet specification. In addition, the inside control unit was corroded due to ingress of water. There was a gap in the rubber adhesive, the objective lens was scratched, the light guide lens was chipped, and the distal end cover had scratches. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the auxiliary water channel, but was unable to identify type of the material or to specify cause of the event. The event can be detected by following the instructions for use which state: "insertion - auxiliary water feeding". Olympus will continue to monitor field performance for this device.